Manufacturer narrative:
The device was not returned for analysis; therefore, the event cause could not be determined. Same event as reported in MDR MFR: 2029214-2016-00350.

Event description:
Medtronic received report that the ultraflow catheter tip "broke" when it was being removed from the onyx. During the onyx embolization of brain arteriovenous malformation (avm) procedure, the ultraflow tip was reported to have broken off when being removed. It was reported that the broken piece was removed from within the patient with a retrieval device. It was reported that the anatomy was normal in tortuosity. There was no report of difficulty when the device was used, however, it was reported that the catheter tip was entrapped in the onyx. No patient injury was reported as a result of this procedure.

Manufacturer narrative:
The microcatheter was returned for analysis separated in two segments. Onyx residue was found within the microcatheter hub. Approximately 13.0cm of the distal segment of the microcatheter and tip was found missing. The tubing material at the distal separated end of the proximal segment appears to have a clean separation with no indication of diameter expansion. Onyx residue was found within the separated end. It is unknown where the missing segment is or if it remains within the patient. The customer did report the segment was retrieved from within the patient. The tubing material at the distal separated end of the distal segment exhibits stretching, layer separation and jagged edges. Onyx residue was found within the separated end. No other anomalies were observed. Based on the reported information and device analysis, the customer¿s report of ¿catheter separation due to entrapment¿ was confirmed. The returned microcatheter was found to be separated. The reported information and device analysis are consistent with catheter entrapment due to excessive reflux of onyx. The ¿catheter separation¿ resulted from tensile failure of the micro catheter during extraction from the treatment site. It is likely the micro catheter was pulled beyond the 20cm limit noted in the instructions for use (IFU). Per the ultraflow hpc flow directed micro catheter IFU: ¿difficult catheter removal or catheter entrapment may be caused by any of the following: angioarchitecture: very distal avm fed by afferent, lengthened and tortuous pedicles; vasospasm; reflux; long catheter dwell time; adhesive properties of some embolic materials. If catheter entrapment is suspected (with any embolic agent) catheter retrieval of using more than a 20 cm pull technique may result in catheter shaft separation and potential vascular damage.¿ per the onyx les (liquid embolic system) IFU: ¿do not allow more than 1 cm of the onyx les to reflux back over catheter tip.¿ the lot history record review of the reported lot number showed no discrepancies that would have contributed to the reported experience. All products are 100% inspected for damages and irregularities during manufacture. Mdrs that are linked: 2029214-2016-00349, 2029214-2016-00350.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.